Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: cp115785, cstm tcps short spindle 800lbf, lot 816470, 178544, cps centering sleeve 22mm, lot 715810, 178528, cps transverse pin 6pk 36mm, lot 442120 , 178512, cps nut co-cr-mo alloy, lot 524860.

Event description:
It was reported that approximately 1 year post implantation, the patient was revised of the anchor plug due to device fracture. Attempts have been made and no further information has been provided.